Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the reported migration (partial clip movement) could not be determined. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed, to report partial clip movement. It was reported, that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4. A mitraclip was successfully implanted. A mitraclip xt was then placed, but partial clip movement occurred. A third mitraclip was implanted to control the movement of the clip. The procedure was completed with three clips implanted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure. And no adverse patient effects. No additional information was provided.